Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having coughing, sleep disorder and nasal/throat irritation or soreness. Patient also alleged of having cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient reported cough, sleep disorder and nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. Patient also alleged of having cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. The external and internal aspect of the device was inspected and the manufacturer observed an unknown contaminant on the external portion of the bottom enclosure. An unknown dust contaminantion was observed on the internal bottom enclosure and on the inside of the blower. Evidence of liquid ingress to the blower was observed by the manufacturer. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but an amount of dust / dirt contamination and evidence of the liquid ingress were observed and are consistent with being from an external source. Section d8, d9, h2, h3 has been updated in this report. Section h6 has been updated in this report.